Manufacturer narrative:
Lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens was removed and replaced in the same surgical procedure because after inserting the lens, an ''unidentified'', black something was observed on the optic. The same model and diopter lens was used as the replacement. Reportedly there was no patient injury. Patient is doing good post op. Further, it was stated that they did not know what that black spot was; however, the product is being returned for investigation. No further information provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/4/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eyes showed the lens was cut in pieces, probably to make the removal possible. A black-colored debris/particle was spotted on the lens. However, investigation under the microscope could not be performed directly since the lens has touched the patient. After the decontamination process, the black spot was found loose and removeable from the parts. The complaint is confirmed, however how and when the dirt was introduced could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigations requested for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.